Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. H6: proposed g code: mechanical (g04) - drill. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery following a fracture on a prosthesis, the tip of a 3.5 drill bit broke off in the patient¿s femur. It was retained by the patient. Attempts have been made and no further information has been provided.